Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the surefire scorpion needle broke off as the surgeon was passing suture through the labrum/capsule. The surgeon attempted to retrieve the tip however, was unable to locate the fragment. The needle fragment was left in the capsule tissue. The case was completed without further incident.